Manufacturer narrative:
Other text: d4: UDI section is unknown. G5: 510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon opening it was discovered the serial number (sn) and date of a pressurized chamber of the equipment did not match the sn number and production date of the packaging. The date shown on the packaging is 2023-05-08 and the date on the label of the actual pressurized chamber is 2020-12-02. No adverse effects have been reported.

Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. However, based on the complaint description the most probable cause was attributed to a manufacturing packaging error. This issue will continue to be monitored and further actions taken accordingly. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.